Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the device and found broken door assembly. The reported condition of the broken door was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility representative reported a broken door handle. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information was available.